Manufacturer narrative:
The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. The exact date of event is unknown. It was reported this issue occurred sometime between (B)(6) 2015.

Event description:
It was reported the spo2 drops to 17%. There was no patient consequence or impact as a result of the issue. No other details provided.

Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified. Based on results of the investigation, the customer complaint could not be confirmed. Updated model number and lot number.